Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced low blood glucose. The customer's blood glucose was 38 mg/dl at the time of incident. The customer treated the low blood glucose and her blood glucose went up to 60 mg/dl and her blood glucose was 109 mg/dl when she left. The customer stated that her morning sugar was 39 mg/dl and texted the medtronic representative. The customer mentioned that she exercised and suspended the insulin pump. The customer stated that she has been fine and had not any lows. Representative lowered her basal rates over the phone with her. The customer felt that the representative resolved the issues wit the changes and woke up fine that morning. The customer also stated that all the insulin spilled all over her when she pulled the plunger off. The customer was advise not to pull the plunger out. The insulin pump will not be returned for analysis.